Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent first flange prematurely deployed. Block h10: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent partially deployed. A destructive inspection was necessary to identify torsion of the delivery system and the outer sheath was not found twisted. No other issues were noted with the stent and delivery system. The observed failure of stent partially deployed was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed failure. The reported event of stent first flange premature deployment cannot be confirmed as this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that the reported event and observed failure were likely due to factors encountered during the procedure. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was intended to be placed for gallbladder drainage. The IFU states, "the axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The axios stent is not indicated to be placed in the gallbladder. Furthermore, it was reported that the handle was rotated as the device was luer locked to the scope. The IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the gallbladder for gallbladder drainage to treat cholecystitis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the first flange was deployed; however, the first flange did not deploy. Hence, the first flange was not visible under eus. The stent was removed, and the first flange prematurely deployed. The procedure was completed using another axios stent. There were no patient complications as a result of this event. Note: it was reported that the axios stent was intended to be placed for gallbladder drainage. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed in the gallbladder. It was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the gallbladder for gallbladder drainage to treat cholecystitis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the first flange was deployed; however, the first flange did not deploy. Hence, the first flange was not visible under eus. The stent was removed, and the first flange prematurely deployed. The procedure was completed using another axios stent. There were no patient complications as a result of this event. Note: it was reported that the axios stent was intended to be placed for gallbladder drainage. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed in the gallbladder. It was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent first flange prematurely deployed.